Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was experiencing premature ventricular contraction (pvc). Technical services (ts) explained there was loss of capture (loc) present and high capture thresholds. Ts suggested slowing rate with medication or reprogram. The device remains in service.